Event description:
It was reported that during implant, there was no capacitor maintenance indicated for several years. During a follow-up, capacitor maintenance was manually performed and data confirms that no capacitor maintenance was performed despite three recorded high voltage charges. The physician decided to replace the device.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.